Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously had 11 years remaining longevity. During the recent device check, the device showed six years remaining longevity. Boston scientific technical services (ts) suggested programming options. Analysis done and it showed that the device atrial sensitivity was changed. This caused the device to start sensing atrial fibrillation (af). Prior to the programming change the device was under sensing the atrial events. Additional information was obtained from the field representative indicating that patient was scheduled for a device check and suggested changes will be done by then. Further, patient's underlying rhythm was now chronic atrial fibrillation (af) with intrinsic ventricular rhythm. This pacemaker remains in service. No additional adverse patient effects were reported.